Manufacturer narrative:
The reported complaint of failure to interrogate and no pacing was confirmed. Device was at end of life (eol) level with no telemetry when received. Device was cut open and manual measurement performed, high current from the hybrid was noted during electrical testing. A hybrid component anomaly was found to be the cause of the high current drain and premature battery depletion.

Event description:
During an in clinic follow up, the device was unable to be interrogated using inductive telemetry. Additionally, a loss of pacing was observed as there was no magnet response and the patient experienced bradycardia. The device was explanted and replaced to resolve the event.